Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an over-delivery of feeding for a male child (no other info provided) using a companion pump, list #84. It was reported that the pump was set at a delivery rate of 54 ml/hour and 500 ml were hung. Approximately 1 hour later, the child's mother heard the child retching and found all of the formula (500ml) had been delivered. The child's stomach was noted to be distended and blood was found at the gastrostomy site. The child's physician was notified and reportedly advised the child's mother that there might be a tear in the stomach lining due to the volume of formula delivered within that timeframe. The child was seen in the emergency department, but not admitted to the hospital. No medical intervention was reported.